Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was removed and no defects were found to the keypad flex. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was punctured but the button responded normally to button presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.